Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter, product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient's catheter was broken. A catheter revision was planned, but the date was unknown. It was also reported the pump was programmed to minimum rate. It was noted the patient was having back surgery on 2014-(B)(6) and the surgeon said that there was fluid in the pocket and that the catheter was disconnected. The doctor finished the surgery and closed the patient. The managing doctor was planning a catheter revision for the patient. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was unknown if there were any symptoms or complications associated with this event. The pump was being used to deliver sufentanyl and bupivacaine it was further reported when the patient woke up from the surgery he was experiencing severe pain and the pump was set at minimum rate. The point of disconnect was not known and would not be determined until a revision was done. It is not known if it affected both catheters. The cause of the issue was unknown. The patient was now on oral medication until the revision is done. The patient was not receiving effective therapy.